Event description:
It was reported that customer experienced repeated cartridge alarms on pump that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, provided instructions for placing pump in storage mode, confirmed shipping details, and instructed customer to return problematic pump within specified time frame and to reprogram pump settings and reconnect continuous glucose monitor on replacement device.